Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that approximately one month post implant a bipolar lead impedance warning was alerted for undefined high impedance on the right ventricular (rv) lead. The lead was revised and remains in use. No patient complications have been reported as a result of this event.